Event description:
It was reported that the tip of a closure top driver stripped while tightening a closure top during surgery. The closure tops were final tightened using an alternative instrument to complete the procedure. There was a delay greater than 30 minutes in length, but there were no patient impacts reported as a result of this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was not broken as reported. There was some minor wear on the tip, but it did not impact the driver's function during a functional assessment. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a closure top driver broke while tightening a closure top during surgery. The closure tops were final tightened using an alternative instrument to complete the procedure. There was a 45 minute surgical delay caused by the broken driver but the broken tip was retrieved from the patient and there were no patient impacts reported as a result of this event.